Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. At the end of a pulmonary vein isolation, the blood pressure of the patient was low. The ultrasound check showed nothing conclusive. After some time (~1h after the end of the procedure), the blood pressure issue was still present and it appeared to be a tamponade. A pericardiocentesis was performed. The transeptal puncture was difficult (it was done with trans esophageal echo. During the radio frequency application, 30w / 300 ai target was used for the right posterior wall and 40w / 350-400 ai target was used for the anterior parts. No ablation was made on the left posterior wall. The procedure was successfully completed. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure and patient condition related. The cause is unknown for the physician, since the event was noted at the end of the procedure. The transseptal puncture was difficult and no relevant event (steam pop, high force, etc) was observed during the procedure. The patient required extended hospitalization because of the adverse event. The patient previously had a cti intervention with a difficult access. Generator used was the smartablate. Force visualization features used: graph, dashboard, vector & visitag with visitag module parameters for stability: 25% 3g, 3s. Respiration adjustment was an additional filter used with the visitag. A transseptal puncture was performed with a heartspan needle. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The event was noted at the end of the procedure (after tsp, mapping and ablation). Irrigated catheter was used in the event, and the flow setting: standard setting, 2/8/15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30616713l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).